Event description:
It was reported that this implantable cardioverter defibrillator (ICD) stored multiple ventricular episodes with suspected inappropriate shocks for supraventricular tachycardia (svt) with rapid ventricular response (rvr), rather than true ventricular tachycardia (vt). After a 11j shock was delivered, the rate accelerated, then spontaneously slowed down to 150 beats per minute (beats per minute (bpm) it was noted that recent lead measurements were within range. It was noted that the patient was in the critical care unit (ccu). This ICD remains in service. No additional adverse patient effects were reported. Additional information received reported that inappropriate tachy therapy due to svt with rvr was confirmed. The reported hospitalization in the ccu was attributed to the patient's arrhythmia, and there were no additional adverse patient effects were reported. In response, medication changes were made. This implantable cardioverter defibrillator (ICD) system remains in service.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) stored multiple ventricular episodes with suspected inappropriate shocks for supraventricular tachycardia (svt) with rapid ventricular response (rvr), rather than true ventricular tachycardia (vt). After a 11j shock was delivered, the rate accelerated, then spontaneously slowed down to 150 beats per minute (beats per minute (bpm) it was noted that recent lead measurements were within range. It was noted that the patient was in the critical care unit (ccu). This ICD remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
The local area field representative was contacted for additional information regarding event cause and resolution. At this time, no further information is available. Should additional information become available this report will be updated.